Event description:
It was reported that the gynecologic laparoscope had no image. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error b30 and the light guide bundle in the insertion section was slightly worn and weakened a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a failure of the universal cord, there was no image and error b30. Additionally, for the worn light guide bundle in the insertion section, the caused was traced to a component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.